Manufacturer narrative:
Concomitant medical products: product ID: 6947m62, lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was potential right ventricular (rv) lead undersensing prior to ventricular fibrillation (vf) detection for vf episode possibly delaying therapy. There was also undersensing and possible far field r-wave (ffrw) oversensing on the right atrial (ra) lead triggering atrial tachycardia/atrial fibrillation (at/af) detection. The leads remain in use. No patient complications have been reported as a result of this event.